Event description:
It was reported that the customer was admitted to the hosp for high blood glucose. The high pressure test could not be performed because the customer did not have a tubing clamp. No further details provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.